Manufacturer narrative:
At this time, the cardiac resynchronization therapy defibrillator (crt-d) has been returned, but analysis is not yet completed. This record will be updated upon completion of analysis.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were high out of range. Upon review, it was noted that the patient had received a reverse polarity shock where shocking impedance measured greater than 145 ohms. The crt-d was checked and reprogrammed at that time. Subsequently, this crt-d was explanted and replaced due to normal battery depletion. Connections between the device and rv lead were checked during the procedure and found to be acceptable. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The patient received a new rv lead and crt-d.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed for the df-1 ports. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of high shock impedances and related observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.